Event description:
After 1.5 hrs. Of treatment, the dialysis machine kept alarming for the air detector and noticed air accumulating in the venous chamber. Air removal attempted and noticed more air in the line and treatment paused. Unable to return blood to the patient. Pt. Lost about 125 ml when removed line from the pump. A pinhole was noted in the arterial line that was connected to the pump. B braun; 824 12th avenue bethlehem, pa 18018 us. Reference reports: mw5119103, mw5119104.